Event description:
The manufacturer representative reports, a pt hospitalized and experiencing uncontrolled pain following a recent car accident. The pt receives morphine via intrathecal drug delivery system. The pt was admitted to the hospital in2006 for uncontrolled pain which had onset approx three days prior. Attempts were made to interrogate the pump, but were unsuccessful. The telemetry process starts but continually stops about half way through the update process. No alarms were sounding. The pt had their dose adjusted a few weeks ago and had not been through a refill process since implant. The pump was not due for refill, but since no fills had been attempted, the volume accuracy could not be verified. The pt was being treated with supplemental IV pain medications. Additional troubleshooting was being persued. Information has been requested from the hcp but was not available on the date of this report.